Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced distance and reading blurry and wrong les power under corrected was identified. The iol exchanged for another lens approximately 2 months following the initial procedure. Additional information will be requested.